Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that evaluation of the patient found that the right atrial (ra) lead sensing was slightly decreased and threshold increased to high levels overnight. A clear atrial loss of capture was seen on strips. The ra lead was reprogrammed to increased output. The lead remain in use. No patient complications have been reported as a result of this event.